Event description:
Procedure type: laparoscopic. According to the reporter: there was one complication associated with the step system: insertion of the veress needle caused an abdominal vessel injury, which was repaired intraoperatively with a suture.

Manufacturer narrative:
(B)(4). Literature: journal of the society of laparoendoscopy.